Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple external ram crc error alarm and unexpected restart alarm and insulin was squirting out during manual prime process. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. Customer stated that the insulin pump rewinds on its own. Customer stated that when they presses the act button the whole stream of insulin comes out and drive support cap was indented as designed. Customer stated that they were unable to exit from preparing to prime loop and rewind message occurred after an alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill and rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify a21 and a17 alarm due to protruded drive support disk.